Event description:
During an im rodding of the tibia, a small piece of the medullary reamer head broke off. The surgeon was unable to retrieve the fragment. The remaining portion of the medullary reamer head was still connected to the flexible shaft and another set was used to complete the procedure.

Manufacturer narrative:
Additional info has been requested. Subject device is an instrument and is not implanted. Investigation is ongoing; no conclusion can be drawn as no device was returned. Review of the mfg records has been requested. Synthes is unable to determine mfg date with the provided lot number. Additional info has been requested.